Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 512 mg/dl and a correction bolus via the pump was delivered to address the bg. The customer did not know the cause of the high bg. During troubleshooting with tandem technical support, a 1/2 inch air gap was observed in the tubing. The customer primed out the air bubble.